Event description:
It is reported that the devices were explanted due to pain, possible allergic reaction and possible wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.